Event description:
During the procedure the shaft of the guide catheter became twisted to a point of separation which was removed successfully by the physician. The physician inserted the guide catheter into the pt and was torquing the guide to engage the right coronary artery and the guide catheter became twisted in the middle section of the shaft and then separated. The physician attempted to snare the separation section unsuccessfully. The physician inserted forceps and was able to latch onto the damaged section and remove it from the pt. The pt is reported to be fine.